Event description:
It is reported that the pt has recurrent dislocation of her left hip.

Manufacturer narrative:
Eval summary: primary operative reports were returned for review, which noted that "postoperative x-ray demonstrated hardware in good alignment with no evidence of postoperative fracture on dislocation." F/u office notes state that the pt has some hip abductor weakness which was present since her initial fracture fixation prior to the primary tha. No x-rays are returned for review. It is likely that the abductor weakness from prior fracture condition is contributing to recurring dislocation; however a definitive root cause cannot be stated. Eval: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.